Manufacturer narrative:
The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a fistulogram of a subclavian artery, deflation difficulties were encountered. The location of treatment was the left subclavian vein with marked arm swelling. Following access with a 7f sheath, the 12x4mm ultra thin diamond balloon was used for angioplasty. The balloon was removed, and f/u venogram was obtained. The 12x4mm ultra thin diamond balloon was then reinserted and angioplasty performed again, the balloon was again removed and f/u venogram obtained. An 8x2 cutting balloon was then used for angioplasty, removed and f/u venogram obtained. The 12x4mm ultra thin diamond was then reinserted a third time. Angioplasty performed successfully. Following this inflation, the ultra thin diamond balloon could not be deflated, and remained inflated 20-25 mins during attempts to deflate and remove it. The still inflated balloon was then pulled into the 7f sheath, damaging the lip of the sheath, and both were withdrawn. As the pt was sedated for the procedure no symptoms were noted, and no residual vessel trauma was noted. F/u venogram and fistulogram obtained. The fistula was occluded and contrast refluxed across the arterial anastomosis. The pt tolerated the procedure with no apparent complications. F/u venogram demonstrates persistent significant stenosis. There remains approx 50% stenosis of the subclavian vein but no significant filling of the collaterals. Pt status was reported as 'okay'.